Manufacturer narrative:
Image review: two images were provided for review the first image was of the shelf carton and sterile sleeve. The lot number 0011087654 and the device details on the label of the shelf carton and sterile sleeve match what was reported in the complaint file. The second image was of the distal section of the device placed over the sterile sleeve. There did not appear to be any deformation evident in the image. Product analysis: a kink was evident on the transition shaft. The stent was not positioned on the balloon between the marker bands as per position specification. The proximal stent wrap was positioned over the proximal marker band. No deformation was evident to the stent wraps. Displacement of the stent was evident as the gap between the stent and the distal marker band. Bunching was evident on the inner member, under the stent and distal of the proximal marker band. The inner member was also bunched proximal to the proximal marker band. Deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to bunching on the inner member. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent and one nc euphora rx ptca balloon catheter to treat a moderately tortuous, severely calcified lesion located in the proximal diagonal branch. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The resolute integrity rx stent did not pass through a previously deployed stent. The nc euphora rx did pass through a previously deployed stent. The nc euphora device was being used to post dilate a stent. Resistance was encountered when advancing the stent. Resistance was not encountered when advancing the balloon. Excessive force was not used during delivery. It was reported that both the stent and the balloon device failed to cross the lesions. Both devices were replaced using the same size devices. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.